Event description:
The siemens zeego in the hybrid operating room failed to display lines on image on testing performed wednesday, (B)(6), 2014. Copra boars reseated in ivs and rtc before case started. Diagnostic check by siemens later that day and no issues identified. On thursday, (B)(6), 2014 the zeego device failed (artifact displaying on image screen) during a case resulting in case being aborted. Friday, (B)(6), siemens replaced the faulty rtc unit and testing revealed that the artifact issue had resolved. Monday, (B)(6), 2014 the siemens engineers were on-site per request. Prior to start of case, error message displayed "no fluoro." Siemens again replaced the faulty rtc unit.